Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The complaint product sample was disinfected. No leaks were found on the cassette, sample was in good conditions. During the visual inspection no damages were found in the sample, cassette hard plastic or film, sample is in acceptable conditions. Since the complaint product sample (actual) is available, only a visual inspection was performed to the companion sample. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint. During the DHR review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler and back of the cassette after ending their pd treatment. There were no alarms prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler until the following day and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event occurred during an unknown phase of treatment. The patient also could not confirm the source of the leak. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, green pill (type/dose unknown, oral, one a day for a week). The patient also confirmed the pdrn changed the pd catheter at the clinic. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is still performing manual treatments until further notice from the pdrn. The patient confirmed that the cycler set was given to the pdrn at the clinic. Upon further follow up, the pdrn confirmed the cycler set is available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler and back of the cassette after ending their pd treatment. There were no alarms prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler until the following day and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event occurred during an unknown phase of treatment. The patient also could not confirm the source of the leak. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, green pill (type/dose unknown, oral, one a day for a week). The patient also confirmed the pdrn changed the pd catheter at the clinic. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is still performing manual treatments until further notice from the pdrn. The patient confirmed that the cycler set was given to the pdrn at the clinic. Upon further follow up, the pdrn confirmed the cycler set is available to be returned for analysis.